Event description:
Suspected intermitent atrial undersensmg. Atrial bipolar lead impedance warmng on ()(6)2021. Atrial unipolar lead impedance warning on 12-sep-2021. Atrial low impedance. Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).